Event description:
(B)(6) male undergoing a repair of hip renal abdominal aortic aneurysm using a modular bifurcated graft. After the procedure perclose devices were used to close the femoral sites but failed to deploy correctly. A total of 5 perclose devices were used during the procedure. The patient subsequently underwent a bilateral femoral artery exposure and closure. All perclose devices with the same lot have since been removed from stock and returned to the manufacturer.